Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a journey fem impact bumper rt broke during impacting. It is unknown if the all the broken pieces were recovered from inside of the patient. However, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported breakage could not be determined. The journey fem impact bumper rt is comprised of acetal copolymer per m00162. These devices are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possibility of micro-motion and/or migration, and local irritation/discomfort cannot be determined. Based on the information provided, the surgery was completed with a change in surgical technique, without any delay. Since no harm to the patient or any further complications were reported; no further medical assessment can be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference" (B)(4).

Event description:
It was reported that, during a tka, a journey fem impact bumper rt broke during impacting. Surgery was completed with a change in surgical technique, without any delay. No harm to the patient or any further complications reported.